Event description:
While bathing the pt, the base of the lift sheared off between the column and the flat plate. The pt suffered bruising.

Event description:
The facility reports while bathing the pt. The base of the lift sheared off between the column and the flat plate. The pt suffered bruising.